Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Yellow discoloration was observed on the shell of the device. The valve was observed to be dark brown in color. A valve test was performed and no blockage or resistance to flow was observed. A leak test was performed and leakage was observed from the shell, near the radius of the device and near the valve. Microscopic analysis noted approximately seven striated openings located on the shell, near the radius, and near the valve. Non-penetrating nicks were observed on the shell and valve of the device. Device labeling addresses the possible outcome as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, "dysphagia and vomiting. On oed (esophageal contrast passage x -ray) absence of passage of contrast medium (blockage) and volume of balloon increased with distinctive large air level in balloon present." "Gram positive culture of balloon fluid with streptococcus irritans." The balloon was removed.

Manufacturer narrative:
A device history record (DHR) was requested and found the subject product met all specifications and requirements in effect at the time of manufacture. Device evaluation summary: additional testing was performed and noted foreign matter was observed in the valve chamber and slit of the valve. The slit valve was removed from the device using a razor blade for testing. Pressure testing of the slit valve was performed, the outside to inside pressure was noted to be 0.73 psi. The inside to outside pressure was noted to be 10 psi. The valve was cross-sectioned along the sealing mechanism, and examined microscopically with a magnification between 20x-60x. The surface of sealing mechanism showed typical axial lines parallel to the valve access due to the blade cutting direction during valve manufacturing. The inner edge of the cut appeared to be more defined than the opposite edge.